Manufacturer narrative:
Should additional information become available, a follow-up report will be submitted.

Event description:
Boston scientific received information that this lead was explanted due to a bacterial infection. No further information communicated and the explanted lead is not intended to be returned. No other adverse effects reported.